Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time. (B)(4).

Event description:
It was reported that during a gastric bypass procedure, loss of pneumo through the seal. Another instrument was used to complete the procedure with no pt consequence.